Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon fired the device across the cystic artery and it jammed during firing of the fourth clip. They tried to remove the device and it was difficult to open. They pulled the trigger and tore the cystic artery, there was minimal bleeding. The surgeon immediately switched to a larger port and used another device to clip over the artery and complete the procedure. There were no measureable amounts of bleeding and no units of blood given to the patient. There was some additional time for the procedure but less than hour. Patient is stable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.